Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that five ventricular tachycardia (vt) episodes were effectively treated by the right ventricular (rv) lead with high voltage (hv) therapy, however, during one episode of vt inadequate hv output was delivered. The rv lead inadequate hv therapy during vt was resolved with an external defibrillator. The physician decided to deactivate the entire system, with no alleged malfunction on the device, and a new system was implanted successfully. The patient was stable with no adverse consequences.